Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was informed that the pump needed to be replaced and would use multiple daily injections (mdi) as a backup to ensure insulin delivery was not interrupted. Technical support confirmed the replacement pump's serial number and the customer's shipping address.